Event description:
It was reported that surgeon experienced a communication failure with the equipment during a vitrectomy procedure, and the operation stopped for approximately 30 minutes. This issue happened after the start of surgery (incision was made). The surgeon exchanged to a new vitrectomy cutter (the one he was using was 30 months old) and completed the operation. No patient injury reported.

Manufacturer narrative:
The initial report incorrectly stated that the vitrectomy cutter customer was using was 30 months old. Information was recently corrected and age of device was not provided. The surgeon replaced the vitrectomy cutter after the 30 minute delay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):device has not been received for evaluation.all pertinent information available to abbott medical optics has been submitted. Placeholder.